Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on device was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that the patient with this pacemaker felt pocket pain while lying supine and requested to remove the system. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. The pacemaker was returned for analysis. No additional adverse patient effects were reported.